Manufacturer narrative:
(B)(4). Analysis noted that the ptfe liner was observed to be wrinkled in the connector region approximately 3.5-4.3cm from the connector pin. This condition is indicative of a potential manufacturing issue. Manufacturing personnel have been made aware of the field return condition. This occurrence will be added to the existing database and this condition will be monitored for a significant trend occurring.

Event description:
This report is to advise of an event observed during analysis.